Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the circumstances that led to the poor communication and the major movement issues was that they were unable to turn the device on after major episode. The local rep visited them at home. The issue hasn't been resolved yet, the patient was awaiting a new doctor.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulators (ins) for movement disorders. It was reported the patient was having major movement problems. They weren't sure if their ins were on. The patient checked both implants. On the left implant, they were getting poor communication and the right implant said on, ok. This was determined to be a sudden change in therapy/symptoms. No further complications were reported as a result of this event.